Event description:
Reporter alleged the aviva blood glucose testing system meter generated a result outside the reading range of the meter. The reading range of the meter is 10-600 mg/dl. Customer indicated the meter generated a reading of 648 mg/dl, however, did not indicate the location of the alleged incident. As a result, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Aviva system: meter and aviva test strip lot number 300465 with an expiration date of 05-31-2008.

Manufacturer narrative:
The suspect product is the aviva meter.